Event description:
According to the reporter, prior to a procedure, while preparing the device, the system continued to calibrate the adapter with an error sound for about 30 seconds. After that, it was connected normally. The opening/closing operation was possible; and the display showed, the handle, adapter, and reload were all displayed in green. However, when the green button was pressed, it did not light up. Therefore, firing could not be done. A second shell and a second adapter were used with the same handle, but the same issue occurred. A second handle and a third shell were then used with the same second adapter and initial reload to resolve the issue. Afterwards, when the device was inspected, the issue same occurred. But, when the jaws were closed, the green button was able to light up. The user then tried firing the device in a sponge. After firing, the jaws did not open and the knife did not return. There was no patient involved.

Manufacturer narrative:
D10 concomitant product: sigphandle, sig power sigphandle handle (serial#: (B)(6)); sigpshell, sig power sigpshell control shell (lot#: unknown); unegiatri, unknown egia tri staple (lot#: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.